Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a small grasping retractor instrument snapped while in use. The customer removed from patient's cavity replaced with new instrument. The procedure was completed with no reported injury.